Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product return received for transmitter and receiver. Product investigation for transmitter concluded discharged transmitter battery. Product investigation for receiver concluded no defects found. Data confirms permanent out of range/antenna icon as evidenced by gap in transmission.